Event description:
On (B)(6) 2025, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient was not able to mobilize peg tube. On an unknown date, a gastroscopy was performed and identified a buried bumper. On (B)(6) 2026, an endoscopic correction was performed and instructions were given to prevent reoccurrence. Status if device is unknown.

Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of buried bumper syndrome. Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.